Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above 400 mg/dl and ketone levels identified as dangerous (diabetic ketoacidosis). Cause of bg was unknown. The customer went to the emergency room to treat bg and was subsequently hospitalized. Bg was treated with intravenous insulin, saline, and medication to treat nausea. The customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.